Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter intermittently lost connection to the pump. The customer was using wireless bluetooth headphones at the time of the report. Reportedly, the transmitter resumed connection. No additional patient or event information was available.